Manufacturer narrative:
Based on the results of our root cause investigation, it has been determined that the reported particulate is not related to any damage or malfunction of the product. Our investigation has concluded that the observed particles are originating from the metallic cap assembled to the needle wrench which when packaged in the same pouch with the silicone irrigation sleeve results in microscopic particles being transferred from the needle wrench cap to the irrigation sleeve. All products have been found to comply with specifications and function as intended. Additionally, there have been no reports of post-surgical adverse reaction. However, due to increased sightings of microscopic particles and our ongoing continuous improvement activities, we have taken measures to identify an internal cleaning process related to needle wrench assembly to address the reported events. Validation activities have been completed and the process has been implemented. In addition, we are reviewing our component specifications related to particulate matter and will revise specifications, where necessary, to better align with customer expectations. As a result of this additional information, it has been determined that the issue documented in this report does not meet the criteria of a reportable malfunction and the complaint record will be revised accordingly.

Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. The reported lot number does not match the pack part number. The device history records will be reviewed once the correct information becomes available.

Event description:
The user facility observed black gleaming/glistening particles at the incision site. The particles were also observed on the irrigation sleeve. No patient impact or injury was reported. Patient will continue to be monitored with no additional surgery planned.

Manufacturer narrative:
One blue irrigation sleeve were received in an opened pouch along with a bl5111 pack label from lot v7557. Visual inspection found a dark colored substance near one of the port windows on the side of the tip. The sleeve is dirty with particulates all over. The source and origin of the particulates cannot be determined. The lab results indicate that the dark substance on the tip of the sleeve consists primarily of silicon. Lesser concentrations of oxygen, carbon, iron, chromium, and chlorine were also detected. Insufficient sample size prohibited further analysis. Two opened bl5111 packs from lot v7557 were received. One pack is missing the label. The lot number for this pack cannot be verified. Only the collection cassettes and tubing were returned. The small parts pouch and the components it contains were not received. Visual inspection found both assemblies dirty with fluid in the lines. No particles were seen in the collection cassette. The fluid was drained from both assemblies and poured onto a 0.45 micron filter. The fluid was vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filters found no "glitter" like particles.